Event description:
The customer reported to endoeye flex deflectable videoscope had no image and a sandstorm occurred when connected. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that there were stains on switch 1 that were difficult to remove due to chemical stress during the cleaning sterilization and disinfection (cds) process. Lastly, scratches were observed on the following unit components due to external factors: the operation part, the grip, up-down plate, right-left plate, switch 1 and 2, the universal cord, video connector, light guide connector, light guide cover glass and on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be determined however, based on the results of the investigation, the following considerations of cause were made for the reported phenomenon: failure of the image sensor unit, defect of the internal board of the video connector, defect of the system side. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. The product issue was discovered during preparation for use for an unknown procedure. The product issued caused no delays. A similar device was used to complete the procedure. Olympus will continue to monitor the field performance of this device.